Event description:
The dentis reported that after 3 months that the dental implant was installed din intra-oral region #12 it was verified its non osseointegration. 30 ncm of primary stability was achieved and immediate load was not performed. Patient had low bone quality (bone type IV) and presented infection.